Event description:
Complainant alleged that while attempting to treat a patient during open heart surgery, the device failed to allow discharge via internal handles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.